Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "overheating" was confirmed. During service, the device was found to have damaged bearings and failed temperature testing. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced overheating during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There was no add'l info provided.